Manufacturer narrative:
The stereo microscope investigation revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. The function was tested and there was no abnormality found. The review of the device history records was not possible due to no lot number being identified or provided. The investigation results conclude that the root cause for the breakages were due to structural failure of the devices due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported a plate broke. The plate was removed.

Manufacturer narrative:
D6a: typo correction.